Event description:
(B)(4).

Manufacturer narrative:
On 07/06/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report and in the first follow up. On 07/07/2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015 we received the confirmation that the pieces will not be returned back.

Manufacturer narrative:
Batch record performed on 02/06/2015: lot 140015: (B)(4) items produced and released on 03/31/2014. No anomalies found in the review. To date, (B)(4) devices have been sold without any similar issue. Femoral head code 01.25.012 lot 144537 (k072857): (B)(4) items produced and released on 09/01/2014. No anomalies found in the review. To date, (B)(4) devices have been sold without any similar issue. Versafitcup dm liner code 01.26.2856mhc lot 132719 (k092265): (B)(4) items produced and released on 09/24/2013. No anomalies found in the review. To date, (B)(4) devices have been sold without any similar issue.